Event description:
Boston scientific received information that this right atrial (ra) lead presented with loss of capture and a decrease in sensing. It was suspected that the lead had dislodged. A lead revision was performed and an attempt was made to reposition the ra lead. However, the lead tip was unable to be freed from the myocardium. A locking stylet was needed to remove the lead. Visual inspection of the lead tip revealed that no tissue was attached to the lead tip after it was removed. No other adverse patient effects were reported.

Manufacturer narrative:
The ra lead was successfully replaced and the explanted lead will be returned for laboratory analysis. No additional information is available. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis revealed that the lead's conductor coils were deformed approximately 460 mm from the lead's terminal pin. The damage is consistent with that of a grabbing tool. In addition, 135 to 138 mm from the terminal pin was electrocautery damage to the insulation. Due to the damage to the insulation, pressure testing was unable to be performed to test the insulation integrity. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture, low sensing and lead dislodgement. Detailed analysis found the lead to be electrically continuous.

Event description:
The lead was returned.